Manufacturer narrative:
Device evaluation - the driver was reviewed with the aid of a 5x loop. The split driver design fracture surfaces are irregular. This may be due in part to the split design configuration. It is believed that high force application (bending combined with torsional loading) is the cause for the observed failures. Prior high force application may have manifested in these subsequent failures. As the exact root cause of the reported failures could not be determined, the need for corrective action is not indicated.this report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2019-00028-1 / 00029-1).

Event description:
Distributor indicates that he has two (2) vault c self-retaining drivers (37-in-0060) with broken tips. These were not reported to him from his sales representatives and no information is available of the events in which they broke. No patient injuries were reported.

Manufacturer narrative:
Evaluation - information provided indicates that the product will be returned but, to date, the product has not been received by the manufacturer. Review of device history records found twenty-eight (28) pieces of this lot were released for distribution on 10/3/2013 with no deviation or anomalies. Two-year complaint history review ((B)(4) 2017-(B)(4) 2019) found this to be the only report for this lot. Further review did not identify a trend for reports of this nature for this part number. No conclusions can be drawn at this time. Should the product be received, a follow-up report will be submitted following completion of investigation. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00028 / 00029).

Event description:
Distributor indicates that he has two (2) vault c self-retaining drivers ((B)(4)) with broken tips. These were not reported to him from his sales representatives and no information is available of the events in which they broke. No patient injuries were reported.